Event description:
Patient was revised to address instability. The revising surgeon suspects that the insert originally implanted was not the correct thickness.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event; however, provide information indicates the size device selected and implanted at primary surgery did not achieve the desired stability. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.